Event description:
Country of complaint: (B)(6). Complaint description: needle bent and broken. First suture broke in half during procedure. Second suture bent during procedure.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: first suture broke in half during procedure. Second suture bent during procedure. Samples received: 1 used needle, bent and 4 unopened pouches. No further pt information and/or surgery delay information was provided at the time of this report. Corrective/preventive actions: not applicable. Evaluation on-going.